Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
The cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, at this time, no products are expected for return to intuitive surgical, inc. (Isi) for evaluation. A system log review cannot be performed because the system logs are not available.